Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse followed up and replaced the integrated electrosurgical unit (iesu) generator to resolve the reported issue. The system was tested and verified as ready for use. Isi received the iesu unit involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported c-34 errors. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to original equipment manufacturer (OEM) for repair. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer was unable to activate energy after the start of the procedure due to repeated c-34 activation interrupted messages that rendered the da vinci system in not unacceptable state. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer encountered repeated c-34 "activation interrupted" messages on the erbe. The caller stated that the issue also occurred during the case prior. The caller stated that the monopolar energy activation was not working. The technical support engineer (tse) viewed the system event logs and confirmed an error 25913 (c-34) indicating hf voltage too low. The tse asked the caller if they had any third party equipment in the room that can cause magnetic interference. The caller stated that they had a bovie. The tse asked the caller to power it off if not in use. The caller stated that they were not able to power cycle the generator and reseat the energy cables, but would do so after the case. The caller would like their field service engineer (fse) to follow up and resolve the issue. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the staff was unable to resolve the energy activation issue. The staff continued the procedure without cautery. The procedure was completed without any injury or harm to the patient. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was not able to provide that information.